Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 04:00pm he obtained results of ¿180 to 600mg/dl¿ on the subject meter. The patient manages his diabetes with metformin and ¿flonaisin¿, and at 04:00pm on (B)(6) 2015 consumed his usual dose of medication in response to the alleged issue. The patient claimed that at 06:00pm on (B)(6) 2015 he developed symptoms of ¿sweaty and cold¿ and that at 06:45pm he was treated in an emergency room (ER) with IV glucose and had blood glucose tests performed at 06:55pm which gave results of ¿297 and 298mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. The patient did not have control solution available to perform a control test. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.